Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A patient, reported that following an intraocular lens (iol) implant procedure, her vision was foggy and has remained foggy. The doctor performed a yag posterior capsulotomy after she reported her symptoms and the results were good; however, her foggy vision returned after two days. She was told she has dry eye. She also reported that she gets a repeated broken blood vessel in the eye that comes and goes since her surgery. Additional information requested.